Event description:
During a pci procedure involving a 99% stenotic mid-distal rca lesion, the quantum maverick monorail balloon ruptured during the first inflation at 18 atms. The product was removed and replaced with another quantum maverick monorail balloon and the procedure was successfully completed. A 7f terumo introducer sheath, a britetip jl4 guide catheter, a balance guide wire, and an acs inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good".